Event description:
Pt admitted for high watt alarm, high ldh, low flow, admitted to ICU, anti thrombotic therapy started, taken for pump exchange. Tolerated procedure well, after hospital stay discharged to rehab in good condition.